Event description:
Dealer alleges both left and right frames are broken at a the rear lower weld on the side frames on a trex20r wheelchair.

Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Manufacturer narrative:
Device was received and evaluated. Evaluation concluded left and fight frame assemblies had fractures near the weld.

Event description:
Dealer alleges both left and right frames are broken at a the rear lower weld on the side frames on a trex20r wheelchair.